Manufacturer narrative:
No unexpected restart anomalies or pump error alarms noted during testing. The insulin pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. The insulin pump was received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked case on battery tube area and cracked battery tube threads. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed with a post-reset error. The patient's blood glucose at the time of incident is unknown; however, the patient's blood glucose was recently in the 200 mg/dl range. The insulin pump received the error in the middle of the night; the device kept restarting. The customer was advised to discontinue use of the insulin pump and revert to their medically prescribed backup plan. The insulin pump will be returned for analysis.